Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends. CAPA is not required at this time.

Event description:
It was reported that the unspecified bd¿ needle broke off in the patient's arm when injecting a covid vaccine. The following information was provided by the initial reporter: "the needle broke off in my wife's arm". The associate stated that the clinician was a student, and that the cannula was manually removed by the clinician. The pharmacy was contacted, and the patient was given another covid vaccine shot because they were not sure how much of the vaccine was given with the 1st injection. The cannula was manually removed by the clinician and another covid vaccine injection was given to patient.